Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified, which occurred during therapy initiated on (B)(6) 2013 at 21:19:53. During night drain cycle five, the patient's ultrafiltration reading was 1257ml, indicating the home patient (hp) drained 1257ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the iipv event was confirmed through review of the event history logs. The cause was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.